Event description:
Additional information received on 8/18/2025: the trauma patient with gun shot wound (gsw), was a situation with the drill separating from the hub or stylet and leaving the needle connected to the obturator. Paramedic tried by hand to pull up the needle and it was stuck. The pull out a second bd io 25 mm needle and it inserted and removed without a problem. The delay was minimal in terms of outcome. Patients was in extremis and would have bad outcome, as not being a factor in the overall condition. Cause of death could not be provided for patients.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, after insertion of the bd io needle, the paramedic could not separate the bd io needle hub from the bd io drill.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.